Manufacturer narrative:
Evaluation results indicate the broken device is of the old design. Design changes have increased the reliability and durability of the instrument.

Event description:
Gamma target device broke. This event did not occur during a surgical procedure.